Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when new information is available.

Event description:
Customer reported during patient use the trigger mode of the cardiosave intra-aortic balloon pump (iabp) was stuck in pressure mode and would not change to ECG. No patient information was made available, and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer evaluated the iabp and was unable to duplicate the reported problem. The iabp passed all calibration, functional and safety tests performed and was returned to customer and cleared for clinical use.

Event description:
Customer reported during patient use the trigger mode of the cardiosave intra-aortic balloon pump (iabp) was stuck in pressure mode and would not change to ECG. No patient information was made available, and no adverse event was reported.